Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that on (B)(6) 2019 the patient presented with a st elevated myocardial infarction (stemi) therefore the 4.0x38mm xience sierra was implanted. On (B)(6) 2019 the patient was re-admitted with angina. It is unknown what treatment was performed and the final patient outcome is unknown. No additional information was provided.